Manufacturer narrative:
(B)(4). The complainant facility returned one f160nre dialyzer for evaluation from the reported lot number. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with the corporate provided adapter and blood port caps. The fiber bundle was wet with evidence of blood contamination; the fibers were tinged from blood exposure. Coagulated blood was noted between the pu (polyurethane) cut surface and screw flange on both ends of the dialyzer. Gross visual examination of the sample revealed a think piece of debris (consistent with a pe / pu sliver) situated between the potting cut surface and the o-ring of the non-cavity ID end. The debris was located between approximately 0 degrees and 30 degrees (with the dialysate port situated at 0 degrees). There was no other debris, damage, or irregularities noted; specifically, no cracks were identified. This complaint is confirmed as visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the non-cavity ID end. The dialyzer was subjected to a laboratory external leak test where a leak was detected on the non-cavity ID end. A steady stream of bubbles was detected originating from beneath the non-cavity ID end screw flange at approximately 12.5 psi. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The pe/pu sliver lodged between the silicone o-ring and the pu cut surface may give the appearance of a crack; however, no cracks in the polycarbonate molded material were identified during laboratory examination.

Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The leak was reported to be an external leak. The blood was visually observed leaking from a crack that was identified on the header of the dialyzer. No additional damage was notified on the dialyzer. The machine did not alarm. Estimated blood loss was 100 ml. There were no adverse effects experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was available to be returned and was sent back by the user facility for manufacturer evaluation.